Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4) 2011.

Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2009. Patient underwent revision surgery on (B)(6) 2011 due to aseptic tibial loosening. No further complications have been reported.